Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm when they were trying to change the reservoir. The customer reported that they received a no delivery alarm while filling the tubing as well. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the insulin did not exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer was unable to continue troubleshooting at the time of call. The reservoir will be returned for analysis.